Event description:
Device 1 of 3: reference manufacturer report: 1627487-2010-02259 & 1627487-2010-02260. The pt received his scs system on (B)(6) 2008 consisting of 2 percutaneous leads, a lead extension, and an ipg. It was reported that the pt lost stimulation therapy approximately a month later. The two leads and extension were explanted and replaced on (B)(6) 2008. The explanted leads and extension were returned to the manufacturer for eval. No further info is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead had kinks in multiple locations. The lead had broken wires and did not pass functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.